Event description:
Physician was attempting a caudal epidural under fluorography on a pt when the needle broke. Normally uses a 18g needle for this procedure due to location of the injection which places much stress on the needle. However, in this instance the pt insisted on being awake during the procedure. For reasons of comfort, the doctor elected to try a 20g needle. Physician indicated this was his first instance of using a 20g needle for this procedure. Outcome: intervention was required; surgical removal of needle next day; one day hospitalization; no further adverse event reported; pt was satisfactory. Distributor: physician sales and service (pss). Importer: myco medical supplies, inc [(B)(4)]. (B)(4).